Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage keypad traces. The device was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
It was reported that the customer received a button error for thirty minutes. Customer's blood glucose was 180 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.